Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient died. The cause of death was kidney failure, in combination with other complications from diabetes, in addition to factors unrelated to the pd therapy. The patient had been hospitalized for an unreported indication for some time and before therapy the night before the patient passed, the patient's pulse was low. The medical team checked the patient and advised the patient's caregiver to connect them for pd therapy. During pd therapy, the patient's "blood pressure dropped and persisted". The patient passed away sometime later. It was not reported if an autopsy was performed. No additional information is available.

Manufacturer narrative:
Additional information: b1, d9, h1, h3, h6 and h10. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A short simulated therapy was successfully performed. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The sample analysis was performed, and the device was found to meet specifications for the reported problem. There was no device malfunction found that could have caused or contributed to the reported problem. The reported event was not verified. The cause of the problem could not be determined. Based on additional information received, the homechoice pro was determined not to be a factor in the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted.